Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 20261492, model/catalog description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that the patient underwent an scs explant procedure due to numbness at the lower limbs. No further information could be obtained.